Event description:
On all straight attachment cuts, multiple dr¿s have had issue where they hold the trigger to align to the cuts. Once haptics turn green and they release trigger, the arm or j3 drops slightly and haptics go red. Dr¿s are unable to align, release trigger and keep haptics green to cut without having to pull down hard on either the elbow of robot arm or pulling mics down towards floor continuously. Case type / application: tka.

Manufacturer narrative:
Reported event. An event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results. Product evaluation and results: product inspection could not be performed as the product was not made available for evaluation within 60 days of the complaint being opened. Additional failures will be assessed once the product becomes available for inspection. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(4) was inspected on 26/06/2012 and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: (B)(4) shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
On all straight attachment cuts, multiple dr¿s have had issue where they hold the trigger to align to the cuts. Once haptics turn green and they release trigger, the arm or j3 drops slightly and haptics go red. Dr¿s are unable to align, release trigger and keep haptics green to cut without having to pull down hard on either the elbow of robot arm or pulling mics down towards floor continuously. Case type / application: tka.